Event description:
It was reported the device was bluetooth telemetry was not available. The patient will attend a follow-up appointment to further investigate the bluetooth telemetry. No intervention has been performed at this time. No adverse events were reported.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated the bluetooth telemetry was available and the device could not pair to the app due to use error. The event was resolved by programming the correct serial number in the app to pair the device. No malfunction of the device was alleged.